Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise with high ventricular rate episodes was observed on the right ventricular lead. On some episodes, pacing was inhibited. All other parameters were stable. The patient was not dependent on the device for normal function and experienced no symptoms. The lead was to be monitored. The patient was stable and did not report any adverse effects.